Manufacturer narrative:
The insulin pump had a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer received a notice about the scroll wrap recall and stated that she had over injected insulin in the past due to the scroll wrap feature. She stated this occurred in the middle of december, 2013. She realized what she had done and quickly unhooked from the device. She wants her insulin pump replaced. Customer also stated that she had a low earlier today because she was very busy at work. Her blood glucose was 45 mg/dl. She treated with juice and crackers. Nothing further reported.